Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported thrombus could not be determined. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported required medication was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that after the clip delivery system was inserted in the atrium, thrombus was observed which was treated with medication. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. The first clip delivery system (cds) was advanced to the left atrium and a clot was noted on the ntw clip. Therefore, it was decided to remove the cds with the clot attached to the clip. Additional medication was administered. A second ntw cds was advanced to the mitral valve and grasping was performed but was difficult; therefore, it was removed. An xt clip was implanted successfully, reducing mr to 1. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.